Event description:
Zenith aaa endovascular graft was placed in 2006, in patient. The main body graft was deployed as per IFU, and the suprarenal stent was deployed without event. The physician experienced difficulty advancing the contralateral limb. When retrieving the top cap, the grey dilator advanced without difficulty, and the dilator was docked with the top cap as instructed in the IFU. While the physician was retrieving the top cap, some resistance was encountered, and a flash of movement was seen under fluoro. Deployment sequence was paused, and upon viewing the stent graft, it was apparent that two of the suprarenal stents had changed orientation. Instead of being vertical, two of the suprarenal stents were horizontal. The physician encountered difficulty advancing the ipsilateral limb, but with applied force the limb was advanced into place and deployed. When the physician inflated the coda balloon in the proximal seal zone of the stent graft, the patient's blood pressure dropped. Pressure was stabilized and the procedure was completed. A short time after the procedure was concluded, the patient began to complaint of backpain and was taking a lot of fluid. A CT was ordered, and a retroperitoneal hematoma was seen. As the night progressed, the patient had more pain and breathing became shallow. The physician ordered a chest x-ray and an echo cardiogram, then decided to take the patient to the or for an open surgical repair. The physician put a balloon up the patient's left side and inflated above the renals. As the physician was placing the retractors, she noted the appearance of the bare metal suprarenal stent protruding from the aorta. Feeling around, she noted a hole the size of a pencil 6 to 7 millimeters below the right renal artery where the stent was protruding. The physician described the aortic tissue as ragged, and proceeded to try and patch the hole by inserting stitches, during surgery the patient had to be defibrillated several times. The stitches did not hold, and the physician was not able to unclamp the aorta. The patient expired on the table. Evaluation: the zenith aaa endovascular graft incorporates a suprarenal stent with fixation barbs. Extreme caution should be taken when manipulating interventional devices in the region of the suprarenal stent. Do not continue advancing any portion of the delivery system if resistance is felt during advacement of the wire guide or delivery system, stop and asses the cause of resistance, vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. Read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the patient. An evaluation of this event found that it was most likely caused to the physician's error in placement.